Event description:
The manufacturer became aware of an allegation that an end user developed a heated tubing while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Section h6 is updated in this report.

Manufacturer narrative:
The manufacturer previously became aware of an allegation that an end user needs a heated tubing for using an ds2adv auto CPAP. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.